Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed both the homechoice rite electrical test and the rite functional test specifications. The iipv event was confirmed during event history log review, but the investigation is still not complete. A follow-up MDR will be submitted upon investigation of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred at 05:14 with drain volume of 3208ml during cycle 4. The largest prescribed fill volume was 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was use error and tidal total uf removal set too low. This issue is being investigated through CAPA.